Event description:
It was reported that the patient presented to the hospital for a cardiac resynchronization therapy (crt) implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited a high capture threshold and failed to pace at multiple positions within the coronary sinus vein. The lv lead was abandoned and the procedure was converted to an implantable cardioverter defibrillator (ICD) implant. The patient was in stable condition.